Event description:
A pump alarm, specifically alarm 20a, was reported during the load process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was confirmed to be under warranty. The customer was to use multiple daily injections (mdi) as a temporary backup therapy. Instructions were provided to put the pump into storage mode before returning it, and the customer understood and acknowledged all instructions.